Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet and, per their healthcare provider, transitioned back to manual injections; an overnight glucose of 30 mg/dl occurred without symptoms during sleep, and troubleshooting and education were completed. Customer care provided support that included complaint intake review and user troubleshooting guidance. Investigation of this case revealed an unclear cause of hypoglycemia with no confirmed device malfunction identified. No symptoms associated with hypoglycemia reported. Outcomes included treatment with oral glucose without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.